Manufacturer narrative:
The samples were not returned for investigation. There were no pictures or other information provided, which may have indicated an exact failure mode.

Event description:
The end user reported seam breaks at the fill port of 3 devices after the freezing. There were no reports of seam breaks or leaks upon filling or prior to freezing.